Manufacturer narrative:
No information was given as to the lot number of the product used. The lot number references the production date or a close proximity of the date of production. The product used does not carry an expiration date.

Event description:
On (B)(6) 2017, a patient called to report an adverse event while using the hypothermia mitts she purchased on (B)(6) 2017. She said she got frostbite on 3 fingers and will be losing all 3 fingers due to frostbite.